Event description:
It was reported that the patient presented to the hospital for a generator exchange. The patient's pacemaker and right ventricular lead was explanted and replaced for unknown reasons. No patient consequences were reported.

Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output signal found normal parameters. Additionally, visual inspection of the header and connector did not find any contamination or foreign material. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.